Event description:
Boston scientific received information that a low pacing impedances was detected on the right ventricular channel. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that during a follow up noise was noted on the right ventricular channel thus a system revision took place. During the revision procedure insulation damage was noted on the right ventricular lead. The device and right ventricular lead were explanted and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.